Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) and peritoneal dialysis (pd) patient called technical support regarding slow drains. In follow-up with the pdrn it was noted the patient's laboratory results were terrible. The patient reportedly had not been completing peritoneal dialysis treatments since (B)(6) 2016 and was subsequently hospitalized on (B)(6) 2016 for fluid overload following several days of missed treatments and as a result of non-compliance with his peritoneal dialysis treatments. Per the pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. The patient did not revert to continuous ambulatory peritoneal dialysis (capd) treatments as a result of the issues and initially did not contact his nurse to report the issues with the cycler until he was hospitalized. Per the pdrn the patient was discharged on (B)(6) 2016 and has since continued peritoneal dialysis treatments using the cycler without further issue. Medical records were requested.

Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records did not contain a recent history and physical, lab/diagnostic test results, dialysis treatment records or hospital progress notes for review. Medical records showed the patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. The medical records and phone conversations with the pdrn revealed the patient¿s hospitalization was due to the patient¿s self-admission of not performing peritoneal dialysis at home. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record (DHR) was reviewed. According to the last DHR entry there were no noted issues relating to the current reported draining slowly issue. However during testing; fluid was found at the bottom of the front panel. Fluid was found in the tubing pump which was removed and mushroom head check was completed without any other issues. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. Patient is a (B)(6)-year old male who presented to the outpatient dialysis clinic due to not performing his peritoneal dialysis at home. The patient was found to have an elevated bun and potassium levels. The patient's physician advised the patient to go to the emergency department. The patient was admitted and received 2 rounds of peritoneal dialysis which resolved his symptoms and his hyperkalemia. The patient was discharged and diagnosed with the following: end stage renal disease on peritoneal dialysis; uremia; hyperkalemia; anemia of chronic disease; uncontrolled essential hypertension; and nicotine dependence.